Manufacturer narrative:
As a result of internal investigation, we checked energy distribution of (B)(6), by (B)(6). No problems were found with two points of energy distribution. (There is slight difference in energy distribution, however; it is within acceptable range.) The device is within the specification of laser output energy min.0.6uw (standard value: 0.2 to 0.8uw) max.26.4uw (standard value: 20 to 30uw). No problems were found with aiming rotation. The aiming beam was checked with the human eyes, but the symptom was not reproduced. The doctor said that he recognized it as non-serious event. It was cured by the loaner of the device, and it didn't lead to a major issue. No patient injury was reported. This event was reported by the facility in (B)(6), however; nidek considers this incident is a MDR reportable event as same device model is marketed in the united states, and has a potential to cause or contribute a serious injury if the malfunction were to recur. (B)(4).

Event description:
On (B)(6) 2017, a doctor pointed out that aiming beam was difficult to be seen. During in use, one of the two aiming beams couldn't be seen, and the doctor could not focus the aiming beam. During investigation on (B)(6) 2017, it was reported that lens got pit when firing yag laser as additional information.